Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the joint of the arm rotated severely, causing the monopolar curved scissors instrument to malfunction and had to be removed using the instrument release key. Afterward, the right master tool manipulator could not be adjusted, preventing further robotic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was observed in the monopolar curved scissors rather than the master tool manipulator of the da vinci robot. The customer reported that they were unable to straighten the wrist of the instrument. There was no incident involving a fragment falling inside the patient's anatomy, so no retrieval was necessary. The procedure was completed laparoscopically after converting from the initial approach, and there was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system, and it passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
Refer to h11 for follow-up information.